Event description:
It was reported that a balloon rupture and migration occurred. A synergy shield mr ous 2.50 x 24 mm stent was selected for treatment. During the procedure, the stents delivery balloon burst while the stent was being implanted. As the stent shifted, it was positioned against the vessel wall using a ryurei balloon and then correctly adjusted with a 2.50mm high pressure balloon. No patient complications were observed.

Manufacturer narrative:
E1, initial reporter phone: (B)(6).